Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and diagnosed as in vfib. Stacked shocks of 200, 200, and 300 joules were administered but, according to the reporter, the last two shocks were not delivered to the pt. This opinion was based on observations that the pt didn't "jerk" and there were no transfer sounds from the device. The electrodes were removed and the hard paddles with defib pads were used to deliver a shock of 300 joules but then, according to the reporter, the device did not deliver subsequent countershocks, instead sounding the 3-tone alert sound when the discharge buttons were pressed. The pt's pulses returned and the pt was transported to the hosp ER, but later at the ER, went into vfib and was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the patient's death because the pt was not viable.